Event description:
Caller reported a cartridge alarm occurring during the load process of their insulin pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller in loading a new cartridge, but the alarm recurred, leading to the decision to replace the pump. The customer was informed on how to store the pump and return it, and a replacement pump and supplies were sent to ensure their satisfaction.